Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set involved is unknown. The brand name, manufacture and 510k however have been provided in this MDR. A batch review was conducted for potentially associated lot numbers h13h08043, h13d08067, h13e31025, and h13h20055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with vancomycin (1gm, frequency varied depending on vanco level) intravenously (IV) for the event. The patient was discharged from the hospital a week later and was reported to have recovered from the peritonitis. No additional information is available at this time.